Event description:
Patient's mother contacted dexcom on (B)(6)2010 to report a fifth possible broken sensor in her son. Patient's mother previously contacted dexcom on 3/31/2010 to report two possible broken sensors (see mdrs #3004753838-2010-00083 & 84), a third broken sensor on (B)(6)2010 (see MDR #3004753838-2010-00086), and a fourth broken sensor on (B)(6)2010 (see MDR #3004753838-2010-00087). Pediatric patient had a sensor inserted on (B)(6)2010, and experienced sensor failure on (B)(6)2010. Upon removal, the distal end of the sensor wire remained in patient's skin. Patient's mother reported that they were able to remove the wire fragment from the skin with a pair of tweezers. Patient's mother reported that the insertion site appears normal, with no signs of infection or inflammation.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention. Patient's mother was advised, per script, that in the rare instances when a broken sensor has occurred in the past, consulting physicians and surgeons have recommended not to remove the wire fragment as long as there are no signs or symptoms of infection or inflammation. In the event that signs or symptoms of infection or inflammation arise, such as redness, swelling, or pain, patient's mother was advised to consult the prescribing physician. Patient's mother was further advised that if there was no portion of the broken wire fragment visible above the skin, attempts to remove the wire fragment without medical guidance were not advised.